Event description:
The pt received an electrical jolt during the start of an electrotherapy treatment. The pt was being treated for lower back pain. The clinician prescribed the interferential electrotherapy waveform. The treatment electrodes were applied to the pt. The clinician began the treatment. At the start of the treatment the pt complained of an electrical jolt from the device. The treatment was not interrupted, and the patient's progress toward improvement was not impeded. The clinician reported that the device exhibited intermittent problems with the electrotherapy function prior to this event. The clinician reported a typical intermittent problem was the over current error reported from channel four of the device.

Manufacturer narrative:
Conclusion: unit has a square waveform on channel 2. Unit passed all test conducted on channel 3 and 4, no anomalies were found. Q320 shorted on channel 2. See scanned pages.